Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic region"), dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain, lower back") and arthralgia ("pain, hips"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, alopecia, back pain and arthralgia had resolved and the migraine, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized an essure coil within the lumen of both left and right ostia. Beginning on or about december 2011 she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in (B)(6) 2012: no result provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, lot no, new events vaginal haemorrhage, migraine , headache, allergy to metals, alopecia, back pain, arthralgia and genital haemorrhage added. Outcome for the events pelvic pain, genital haemorrhage, vaginal haemorrhage, back pain, arthralgia and alopecia added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic region"), dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain, lower back") and arthralgia ("pain, hips"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, alopecia, back pain and arthralgia had resolved and the migraine, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized an essure coil within the lumen of both left and right ostia. Beginning on or about (B)(6) 2011 she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in (B)(6) 2012: no result provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("prolonged menses"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menstrual disorder and menorrhagia had resolved. The reporter considered dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized an essure coil within the lumen of both left and right ostia. Beginning on or about (B)(6) 2011 she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: no result provided. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.